Manufacturer narrative:
Based on the information we have received, there is no indication that the device malfunctioned. The device is assembled according to specifications. In process and finished product testing are performed and approved prior to release.

Event description:
This spontaneous report was received from a physician via company representative referring to a female patient of unknown age. Information regarding the patient's pertinent medical history, concurrent conditions and concomitant medications were not provided. This report concerns 1 device and 1 patient. On an unknown date, the patient was inserted with vacuum-induced hemorrhage control system (jada system) (strength, lot# and expiration date were not reported) for an unknown indication and there was an issue with vacuum-induced hemorrhage control system (jada system) placement (device placement issue). The reporter stated that the information was second or third hand and waiting for a reply from the nurse in the room. No further information was provided. No additional adverse event (ae) reported, no product quality complaint (pqc) reported. Upon internal review, the event of "device placement issue" was considered as medically significant. Medical device reporting criteria: serious injury.